Event description:
It was reported that the patient presented to the hospital due to syncope. The patients right ventricular (rv) lead exhibited electromagnetic interference/noise on multiple episodes recorded by the implantable pulse generator (ipg). The physician chose to prophylactically remove and replace the patients rv lead. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: model: 4592-45, lead; implant: (B)(6) 2004. (B)(4).